Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total knee arthroplasty on (B)(6) 2007. It is alleged that in (B)(6) 2012, the patient experienced the onset of sharp knee pain and diagnostic studies did not revealed the cause of her pain. It is further alleged that the patient was revised on (B)(6) 2014 at which time the doctor discovered the polyethylene insert had fragmented.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding instability involving a triathlon cr fem comp #3 r-cem was reported. The event was not confirmed. Visual inspection of the provided images show scratches on the condyle surfaces. Other evaluations were not performed as no devices were returned. Device history review. Indicated that all devices accepted into final stock met specification. Complaint history review. Indicated that there have not been any other events for the specified lot. The reported event involves the fracture of the patient¿s insert, pain, and instability. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Manufacturer narrative:
.

Event description:
Update: patient had primary triathlon cr cemented total knee done in 2007 that was revised for knee pain and instability. Surgeon performed the revision and found on opening the knee joint that a piece of the posterior lateral aspect of the x3 cr poly had fractured off. The stryker components were removed and replaced with zimmer posterior stabilized components.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total knee arthroplasty on (B)(6) 2007. It is alleged that in (B)(6) 2012, the patient experienced the onset of sharp knee pain and diagnostic studies did not revealed the cause of her pain. It is further alleged that the patient was revised on (B)(6) 2014 at which time the doctor discovered the polyethylene insert had fragmented.